Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and then removed the infusion set. Reportedly, the infusion set was changed and insulin delivery was resumed. Blood glucose was 200 mg/dl.